Event description:
Product surveillance contacted the home patient's peritoneal dialysis nurse (rn) regarding the report that the hp had a caution negative ultrafiltration (uf) alarm and peritonitis. The hp said there was fibrin and peritonitis. The nurse indicated that the hp was in the hospital for a malpositioned catheter. The nurse also verified that the hp was being treated for peritonitis.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, the cause of this incident was unknown.